Event description:
Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6) batch:a000027737. Corrected: additional component information in h10 was left off initial report.

Event description:
It was reported that during an routine ipg replacement it was noted one of the patients leads was fractured. No intervention is planned. Investigation was unable to determine which of the two leads was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.